Manufacturer narrative:
A partial lead was returned in one piece. Externalized conductors due to internal insulation abrasion was noted at 6.9 -15.0 cm from the distal tip. The etfe coating was intact at this location but the cable was broken/separated consistent with procedural damage in this location. The cause of the reported event was isolated to the internal insulation abrasion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that before a generator change procedure, externalized conductors were observed on the right ventricular lead under fluoroscopy. The patient later presented for a laser lead extraction and the lead was replaced successfully. The patient was stable before and after the procedure.